Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets detached events on (B)(6) 2025 from connector. Infusion sets were used for 24 to 48 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4).. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6004402, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6004402 was manufactured according to the work instruction (wi) version 108 and manufactured in the line l-5 on 25-nov-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot: 3l02003 was manufactured according to the work instruction (wi) version 10 and manufactured in the machine igtl01, on 19-nov-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot: 3l02011 was manufactured according to the work instruction version 10 and manufactured in the machine igtl01, on 20-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.